Manufacturer narrative:
Date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) accidently touched a bug zapper and received a very strong jolt, this occurred a few days ago (date unknown) and since that time stimulation has not been felt. The patient felt a strong sensation throughout their body and afterward was unable to communicate with the implanted neurostimulator (ins) using controller. The manufacture representative (rep) does not know what type of messages were seen on the handset since the incident. Rep met with the patient today and was able to communicate with the ins and did not observe any power on reset or alerts within the tablet session. Rep performed an impedance test with all electrodes and found that electrode 15 was out of range. All other combinations were normal. Pt was not programmed to electrode 15 at the time of measurement. After this secession, pt was able to communicate with ins but still felt no stimulation. Rep discussed this with managing healthcare provider (hcp) and thought the patient had some nerve inflammation or damage and ins probably should be turned off for a duration. Rep mentioned the patient is experiencing pain from not being able to feel stimulation. Additional information was reported by the rep. The rep states he is with the pt today and they are not able to connect to pt's communicator (and ins) via the handset. Patient services (ps) had rep exit all apps, turn off bluetooth, reset communicator, turn on bluetooth and then try again and this resolved the rep's situation. They will continue to work with the pt. Additional information was received from the rep. Pt's weight is currently unavailable. The report of nerve damage / inflammation is a not a device issue-inflammation was a comment made by hcp. The cause was most likely from the pt touching the bug zapper, currently the scs is turned off to let the nerves calm down. This issue has resolved.